Event description:
During evaluation, the white flow restrictor housing of the small volume infusor was found damaged. No additional information is available.

Manufacturer narrative:
The lot was manufactured from march 22, 2022 - march 30, 2022. The actual device was received for evaluation. A visual inspection was performed using the naked eye noted the white flow restrictor housing had been damaged. Marks from the metal plates of the flow wrap sealer equipment were noted on the body of the flow restrictor housing which suggested the cause of the damage was due to the flow wrap sealer equipment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.